Event description:
New information notes the lead was capped and replaced on (B)(6) 2017 due to the dislodgement.

Event description:
It was reported that the patient was asymptomatic. An x-ray confirmed that the atrial lead had dislodged some time ago. The device was reprogrammed and the patient was doing well. The atrial lead was once again pacing in the ventricle so will be replaced. No further information could be obtained at this time.

Event description:
Additional information notes the patient's condition was good before, during and post procedure.